Event description:
It was reported that, during a distal fibula fracture surgery, when the twinfix ti 3.5 suture anchor was inserted, it reached a certain point and did not continue advancing, the core of the anchor was bent. The anchor was removed from the patient with a pliers and with the help of a broken screw extractor. Surgery was completed by changing the surgical technique, a 2.5mm pin and 2.5mm drill bit were used and then a 2.8mm anchor. It was necessary to drill an additional bone hole, and there was a void left in the patient. There was a delay greater than 30 minutes, and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.